Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and single board computer (sbc) assembly were evaluated and identified as requiring replacement. As part of the repair, a system upgrade was required. Multiple system components were replaced as part of the upgrade process. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.